Manufacturer narrative:
Method- device not received. Results: no eval performed. Conclusions; device not returned no eval can be performed. Complaint type is being monitored and analyzed.

Event description:
Customer reported micropore tape was used following cataract surgery. Alleged edema and redness occurred where tape was applied to skin and beyond. Reported secondary appearance of small blisters on cheek. Reported emergency ophthalmology consultation and eye drops changed from chibro cadron to tobradex. Sterdex ointment prescribed for topical application.